Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The manufacturing evaluation showed that the tip is broken off and was not send back with the device. The cardan joint is widened. The fracture face is homogenous which indicates material conformity and has the typical view of a forced rupture. This and the widened cardan joint are an indication that excessive torsional forces were applied onto this instrument and let us assume that a mechanical overload caused this breakage. However, since the broken tip was not send back for evaluation this compliant is indeterminate from a manufacturing standpoint.

Event description:
It was reported that during an acdf procedure, the surgeon was final tightening using an angled screwdriver and the tip of the driver broke off. The surgeon used another angled screwdriver and the same thing happened. Surgeon used forceps to remove the broken tips. The procedure was completed even though the driver broke in the process. One driver is from an evaluation set and the other driver is from the sales consultants field equipment. This is report 1 of 2 for this event.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Product development evaluation showed both angle drivers were received in the assembled condition, and the driver tips were broken off both. Both counter-torque handles functioned correctly and could be easily disassembled. For both drivers, it was difficult to disassemble the driver shaft from the sleeve because the tip of the driver shaft was damaged. On one driver, the cardon joint was broken and the tip was completely separated from the driver shaft. The yoke on the driver shaft was damaged, one half of the yoke still had the cardon joint pin attached, however the other half of the yoke was missing the cardon joint pin, and it was also damaged to the point that it was unable to be repaired. The metal on the yoke that captures the cardon joint pin was torn and deformed out of place, which is what caused the difficult disassembly. There was evidence that indicated that the cardon joint pin was welded to the yoke at one point, but since broke off. The rest of the driver and the sleeve were undamaged. On the other driver, the cardon joint was intact, but the yoke was slightly splayed open on the driver shaft side, which is what caused the difficult disassembly of the driver from the sleeve. The driver tip was broken at the end of the stardrive feature where the metal necks down to the smallest diameter on the tip. The fracture surface appears to be a result of a torsional failure. The rest of the driver and sleeve were undamaged. This complaint is indeterminate. The evidence indicates that the possible root cause could have been due to excessive torque, which would have damaged the cardon joint and/or broke the driver tip. Excessive torque on the driver could have caused the cardon joint pin to break out of the yoke, which would have caused the tip to break off. The deformation of the yoke caused the disassembly of the instrument to be difficult.

Event description:
This is report 1 of 2 for (B)(4).